Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the severely tortuous, heavily calcified and 90% stenotic mid left anterior descending artery. The physician advanced the 2.0x20mm maverick2 balloon to the lesion to predilate and inflated the balloon to 4 to 5atms for 15 to 20 seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon and the deployment of a 3.0x24mm taxus stent. Pt status is reported as "good".